Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, visual inspection noted that two segments of this lead were returned. Segment #1 was a terminal section, severed 59 cm from the pin. Segment #2 was a mid-section, 10.5 cm in length, both ends had been severed. The tip section was not returned. The allegation that this lead dislodged could not be confirmed.

Event description:
Boston scientific received information that this left ventricular lead was found to have dislodged in the coronary sinus. It was reported to have been surgically abandoned during a procedure to replace the patient's device. There were no allegations associated with the patient's device.